Manufacturer narrative:
E1: phone (B)(6). G4: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device is broken. There was unknown patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that the service record was inadvertently created due to an administration error. Please disregard mrn 3012307300-2024-01094 and any reports associated with it.